Event description:
It was reported that after preparing the intra-aortic balloon (iab) catheter following the instructions for use (IFU), the hospital staff tried to insert it into the sheath introducer, which had already been inserted in the pt's left femoral artery. The balloon could not be advanced in the sheath introducer, so they removed both sheath and iab catheter together. They then used another 30cc iab with success. "They complained that they certainly prepared the balloon following IFU; to attach one-way valve and vacuum the balloon inside of the kit and remove the balloon straightly with grasping it close from the kit."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.